Event description:
Related manufacturer reference number: 3006705815-2022-00793. It was reported that patient hit her back on the corner of the island and her therapy turned off. Diagnostics revealed that few contacts on one of the lead had high impedances, and the other lead migrated up. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00793. It was reported that patient hit her back on the corner of the island and her therapy turned off. Diagnostics revealed that few contacts on one of the lead had high impedances, and the other lead migrated up. Surgical intervention may take place to address the issue.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Additional information received indicates the leads were explanted and replaced with one lead to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.